Event description:
Device malfunction: difficult to remove, unable to retract vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: enlarged vessel tract. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device could not be removed. The vessel locator button was throttled to release the vessel locator wings unsuccessfully. The vessel tract was widened, revealing that the vessel locator wings became stuck in scar tissue preventing them from retracting. The device was removed with applied force. The clip achieved hemostasis. There was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the device was received fully clip deployed with normal handle components, exchange tube and the delivery tube for this deployed state. The vessel locator was partially collapsed within the distal end of the delivery tube and presented bent locator wings. All locator wings were secure in their attachment to the vessel locator assembly. The pusher body to shaft joint bond was intact. All other external features of the device were normal and no other damage was detected. The reported experience stated that the pt was heavily scarred from multiple prior arteriotomies and that the scar tissue was within the deployed vessel locator wings. This condition would hinder vessel locator wings collapse and is the likely root cause for the complaint, therefore, the root cause for the reported experience appears to be related to the operational context in which the device was used, but could not be confirmed. No mfg issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.